Event description:
This notification was opened due to a report that a philips respironics a40 pro ventilator reset to factory settings resulting in inadequate patient ventilation. The non-ventilator-dependent patient used the a40 pro home ventilator overnight. On the night of (B)(6) 2024, the ventilator was reported to have stopped working and showed a ventilator inoperable alarm. (See the urgent field safety notice 2023-cc-src-039.) The patient was guided through the hard reboot process (as per fsn) over the phone by a specialist nurse. The hard reboot appeared to resolve the issue. The patient used the ventilator on the night of (B)(6) 2024, but stated they felt suffocated and increasingly unwell, so they stopped using it. The specialist nurse visited the patient's home on (B)(6) 2024 to assess the device. The ventilator settings had been reset to the factory default settings, meaning the patient had been ventilated using the wrong mode and much lower pressures that were insufficient to treat this patient. Resetting the settings to the factory default is not listed as a known issue in the fsn but was later verbally confirmed by a philips respironics employee. This notification was reviewed by a philips post-market surveillance clinical expert and based on information available at this time, the reported event has been assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. No further action is required. The device has not yet been returned to the manufacturer for evaluation. If additional information is obtained about this event, a follow-up report will be submitted. Incident report number assigned by nca for this incident: (B)(4).

Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Manufacturer narrative:
Despite three good faith effort email attempts on 6/16/2025 and 6/23/2025 to email (B)(6), and by phone on 03/312026 to (B)(6), the device serial number identification was not able to be obtained, and the device has not been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. This report is being submitted as a final report, however if any additional information is received at a later date, an updated final report will be filed. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record consisted of a field safety notice fsn 2023-cc-src-039. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The become aware date has been corrected based on quality review; the report due date is re-calculated to reflect march 27, 2025. As this complaint record has already been reported prior to the newly calculated due date, no action other than this correction is required.